Event description:
A consumer reported that following implantation of an intraocular lens (iol). The consumer has blurry vision. The consumer feels the iol has decentered. Add'l info has been requested from the implanting surgeon.